Event description:
It was reported that during central processing, the cable on mega suture cut needle driver instrument was defective. There were no reports of patient injury. Isi followed up with the initial reporter however, additional information could not be provided regarding event details.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.